Event description:
It was reported that during the implant procedure the lead was found to have high impedance. It was further reported that the lead was broken.the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).